Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test due to faulty force sensor resistor also, unable to perform the occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the operating currents measurement, self-test, a21 error test, displacement test. No a32 alarm noted. The motor passed motor test. The insulin pump had cracked case at the display window corner, battery tube threads, belt clip slot, minor scratched and cracked display window.